Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a procedure in a non-calcified left external iliac artery, the herculink elite stent was attempted to be deployed when the balloon rupture at the distal end at 10 bars (atmosphere). The stent was not deployed in the target lesion. Reportedly, it was difficult to retract the balloon through the sheath. No balloon material remained in the pt's anatomy. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant info.